Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2014-06898. It was reported that the burr became stuck on the wire and thrombosis occurred. The target lesion was located in the peroneal artery. A 1.75mm peripheral rotalink® plus and a peripheral rotawire¿ were used. During the procedure, it was noted that the burr became stuck on the wire. Subsequently, the vessel thrombosed from the knee down. The physician was able to remove the burr and the wire together and regained wire access. The physician then infused the patient with tissue plasminogen activator (tpa) and was able to restore blood flow. In addition, the physician did angioplasty and aspiration. It was unknown what caused the patient's thrombosis. The procedure was completed with a different device. There were no further patient complications reported and the patient's condition was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination of the complaint unit was carried out and no issues were noted. The advancer knob was returned in a backward position, it was loosened and advanced in order to inspect the handshake connection. The handshake connection was inspected and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection and no issues were noted. The drive shaft coil and sheath were inspected and there was no damage noted. A guidewire was returned running through the device. The guidewire was removed with a slight resistance encountered. Product analysis did not confirm the as reported defect ¿burr stuck on guidewire¿ as the guidewire was removed from the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2014-06898. It was reported that the burr became stuck on the wire and thrombosis occurred. The target lesion was located in the peroneal artery. A 1.75mm peripheral rotalink® plus and a peripheral rotawire¿ were used. During the procedure, it was noted that the burr became stuck on the wire. Subsequently, the vessel thrombosed from the knee down. The physician was able to remove the burr and the wire together and regained wire access. The physician then infused the patient with tissue plasminogen activator (tpa) and was able to restore blood flow. In addition, the physician did angioplasty and aspiration. It was unknown what caused the patient's thrombosis. The procedure was completed with a different device. There were no further patient complications reported and the patient's condition was fine.